Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure of image quality problem was confirmed, failure of error 216 came up on the screen was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken, error b32 occurs, no image was displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore error b32 occurs and no image is displayed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had error 216 on the screen and there was image quality problem. It was unknown when the issue occured. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported error 216 was not confirmed and image quality problem failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken and error b32 occurs a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and error b32 occurs olympus will continue to monitor field performance for this device.

Event description:
There was no additional information received from customer.